Event description:
The manufacturer was contacted in reference to the voluntaryfield safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging upper respiratory infection, dry nose, nosebleed and difficulty breathing/short of breath. Additionally the patient alleges that the nasal/throat irritation or soreness. There was no report of patient harm or injury. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. The customer's complaint was also confirmed. In addition to the above findings,set pressure 4.0, total number error 0.final test pass. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.